Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, urinary incontinence and urinary retention.

Manufacturer narrative:
Date sent to FDA: 05/03/2017. (B)(4). It was reported that following insertion the patient experienced large pelvic hematoma, bleeding and urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.